Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Investigation has been completed based on current info. Add'l info was requested and medical records were received on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery, the right eye (od) had a residual need for correction of +0.75 - 1.0 at 46 degrees and the target calculated refraction was -0.13 diopters. The reporter informed that the pt was satisfied with the result. Medical records were received from the surgeon stating: on (B)(6) 2013, the pt informed the surgeon she was seeing rings and felt her vision was a little hazy. The pt stated to her surgeon that the symptoms were better when she covered the left eye (os), when looking into the distance. On (B)(6) 2013, the pt was anxious because the vision in her right eye did not seem good. On (B)(6) 2013, the pt experienced eye irritation and style centrally on upper eyelid. On (B)(6) 2013, the pt did not experience any improvement with correction and small amount of eye irritation was remaining. It was reported that no further treatment is planned and the pt may purchase glasses. Add'l info has been requested.